Event description:
The patient experienced an increase in spasticity over the past month. It was not possible to aspirate the catheter via the catheter access port and blockage was suspected. A rotor study was negative and reservoir volumes were appropriate. The pump contained lioresal 2,000 mcg/ml. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Explanted: (B)(6) 2001, product type catheter.

Event description:
Additional information received (B)(6) 2012, reported no motor stall recovery. Interventional radiology results from (B)(6) 2012 showed normal pump function. It was determined that surgical examination was necessary. No patient injury was reported. The plan was to replace the pump and adjust the daily dosage of lioresal. On (B)(6) 2012, it was reported that patient was being managed on oral medication. The health care professional (hcp) wanted to turn the pump off because the infusion system "was not working." No volume discrepancies were noted. It was reported the pump was scheduled to be replaced on (B)(6) 2012 because it was not giving the patient any relief. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the pump was showing empty reservoir and the pump had been alarming since (B)(6) 2012.

Manufacturer narrative:
(B)(4).